Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age & gender unknown) the device was unable to obtain an ECG signal due to excessive ECG noise. The customer indicated that the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. This report is the second device in the patient event. Refer to medwatch 1220908-2015-01160 for the first patient event.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.